Manufacturer narrative:
A physical investigation of the device was performed. A visual inspection to identify catheter and shaft damages such as bends, dents, kinks, cuts, scrapes, cracks, discoloration or corrosion was done. During the visual inspection, it was observed that the guide wire exit ports skive was damaged. Functional testing of the device was performed to evaluate the capacitance, telescope movement, leak, calibration, and imaging of the device. No damage was found, the catheter functioned as designed. The exit port skive was damaged as reported. This type of damage has been shown to occur when the guide wire catches on the edge of the exit port and is forcefully pulled. Due to the fragile nature of the device, this pulling could cause the wall of the distal tube at the exit hole to tear. The instructions for use suggests when resistance is felt, or if there is some abnormality in the movement, immediately cease operation at that time. Although there is no pt impact associated with this incident, there is a potential for injury should this happen again. This report is being sent as a notification. (B)(4).

Event description:
Resistance was felt when the guide wire was inserted in the catheter at the beginning of procedure. When the physician attempted to remove the catheter, after imaging the catheter would not track over the guide wire, the whole system was taken out of the pt body as a unit. The catheter and guidewire were visually inspected by the physician after the case finding the guide wire lumen damaged and torn by the guide wire. Another revolution catheter was alternatively used for the procedure, no problem was reported.